Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device has missing segments on the display. The 7-segment display only displays a minus ( - ) sign. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display had some led segments that did not illuminate correctly. The system board was replaced and the unit functioned as designed.